Manufacturer narrative:
Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer. Patient product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that the patient was unable to adjust stimulation and the patient programmer displayed the ¿call your doctor¿ icon. The patient noticed stimulation turned off four days ago and when she went to charge two days later, the patient noticed the por (power on reset) message. It was noted that the patient worked in an office and something was mentioned about a magnet at work, but it was unclear. The manufacturer representative went to clear the por with the clinician programmer and noted that the error code was 0x10 (voltage too high). The representative cleared the por and after clearing, the patient programmer was showing the ¿not compatible¿ message screen when trying to connect to the implant. A prm (physician mode recharge) was attempted to reset that device, but was not effective. It was noted that the recharger and the clinician programmer would not connect either. The clinician programmer just read ¿initializing programming head.¿ additional information received reported that the 0x10 code meant there was an ¿illegal instruction/crc error¿ and the tni numbers/codes of 601 and 582 meant the device was not transmitting a correct address, and the device was busy doing something and could not immediately respond to a telemetry request, respectively. It was suggested to try a couple more 5 second prm pors to attempt to reboot the device, and after 3 syncs or so with the patient programmer, to check the tni codes again to see whether the 601 and 582 were still coming up. Additional information received reported that the patient met with a manufacturer representative again, that the representative was able to charge the implant and it was showing ¾ full, so the recharger was communicating in that respect. The representative was also able to connect to the implant using the patient programmer, able to turn device on, but the patient did not feel stimulation. It was noted that adaptive stimulation (as) was on. When trying to turn stimulation up with the patient programmer, the programmer would show por. The clinician programmer was tried, had to clear the 0x10 por again. An impedance check was attempted, but could not be completed as the process would trigger another por, as would trying to turn the device on. It was indicated that the clinician programmer screen would close everything out and go to a screen asking to have the ¿ok¿ button clicked. A prm was attempted, and the device por¿d again. The representative then changed the lead configuration to attempt to reset the programming settings from a 5-6-5 configuration to another and confirmed that programming was lost. The representative then moved back to 5-6-5 coding, a por occurred after that, tried impedance check again and the device por¿d. It was indicated that the clinician programmer stated that the serial number of the device was not valid. It was determined that it was likely an error in the memory hardware that could not be addressed. The device was on group a with program 1 at 1.6v and program 2 at 1.9v. It was recommended that the device be explanted.